Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo showed a separation between the tubing and the twist clamp. The reported condition was verified. The cause of the separation could not be determined; however, the assembly between the tubing and main body is a friction fit and not a solvent bond; therefore, a strong tug could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however the patient was treated with intraperitoneal (ip) cefazolin and oral zinnat. No additional information is available.